Event description:
Resident being transfered from tub to bed. Cna did not see resident's hand position near swivle joint. When the arm rest was lifted the swivle joint severed the tip of the resident's index finger. One person involved.